Event description:
This ra lead was implanted on (B)(6)2006 and was capped on (B)(6)2012 due to the lead would not sense or capture. The physician was dr.(B)(6) at (B)(6)medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).